Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.25mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 8atm. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.25mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 8atm. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure. It was further reported that the target lesion was located in the third posterolateral segment and the balloon ruptured 8atm within 10 seconds.